Manufacturer narrative:
Internal file number - (B)(4). The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: runthrough hc, guide cath: hyperion. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and concentric lesion in the mid right coronary artery that was 90% stenosed. A 4.0 x 15 nc traveler balloon catheter was advanced with resistance due to anatomy and inflated once at 8 atmospheres when the balloon ruptured. The balloon catheter was removed from the anatomy without resistance. A non-abbott device was used for pre-dilation and a 4 x 23 xience alpine was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.